Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a male patient of unknown age or origin. The patient's medical history included diabetes mellitus. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog) cartridge form, using a reusable humapen memoir device, at an unknown dose and frequency for treatment of diabetes, beginning on an unknown date. On (B)(6) 2012, the patient accidentally put an insulin glargine cartridge in his humapen memoir pen and took five times the normal dose (dosage not reported) and subsequently went into a coma (hypoglycemic) for about an hour. Paramedics were called and the patient was taken to the hospital. The patient noted that he almost died. The event of hypoglycemic coma was also considered serious by the company for medical significance. Relevant laboratory values and diagnostic testing results were not reported. It was not known if corrective treatment was provided for the event. The patient attributed the events to the humapen memoir device not having a stopper or inhibitor which would prevent drug cartridges from other manufacturers from being used in the pen device. The duration of hospitalization was not known and a hospital discharge date was not provided. No further information was reported. At the time of the report, the events were recovered. It was not known if use of insulin lispro or the humapen memoir device was continued. This reported included a suspect reusable humapen memoir device with an associated product complaint (pc: 2287093, lot: 0904c0). The patient was the user of the device for an unknown general device duration of use and problem device duration of use. The patient's training status was not reported. It was not known if the device was still in use, but it was available for evaluation. The device was not returned. Update 30aug2012: upon review of this case on (B)(4) 2012, the case was opened to update the medwatch information field for device reporting. Update 28sep2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary and lot number for the memoir device; updated the device available for evaluation field to no; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. No further follow up is planned. Evaluation summary: a patient reported that he inserted a lantus glargine insulin cartridge into his humapen memoir thinking that he had inserted a humalog cartridge. He took 5 times the dose he was supposed to take and experienced hypoglycemic coma. The patient did not alleged a device malfunction but expressed dissatisfaction with the design in that cartridges from other pharmaceutical companies could be inserted in the memoir device. The device was not returned to the manufacturer for investigation (batch number unknown). The complaint narrative does not suggest a malfunction but rather a use error. The user manual instructs that humapen memoir is for use only with humalog or humulin 3 ml insulin cartridges. There is evidence of improper use. The patient used another manufacturer's insulin cartridge in his humapen memoir.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a male patient of unknown age or origin. The patients medical history included diabetes mellitus. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog) cartridge form, using a reusable humapen memoir device, at an unknown dose and frequency for treatment of diabetes, beginning on an unknown date. On (B)(6) 2012, the patient accidentally put an insulin glargine cartridge in his humapen memoir pen and took five times the normal dose (dosage not reported) and subsequently went into a coma (hypoglycemic) for about an hour. Paramedics were called and the patient was taken to the hospital. The patient noted that he almost died. The event of hypoglycemic coma was also considered serious by the company for medical significance. Relevant laboratory values and diagnostic testing results were not reported. It was not known if corrective treatment was provided for the event. The patient attributed the events to the humapen memoir device not having a stopper or inhibitor which would prevent drug cartridges from other manufacturers from being used in the pen device. The duration of hospitalization was not known and a hospital discharge date was not provided. No further information was reported. At the time of the report, the events were recovered. It was not known if use of insulin lispro or the humapen memoir device was continued. This reported included a suspect reusable humapen memoir device with an associated product complaint ((B)(4), lot: unknown). The patient was the user of the device for an unknown general device duration of use and problem device duration of use. The patients training status was not reported. It was not known if the device was still in use, but it was available for evaluation. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to update the medwatch information field for device reporting.